Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's monitor was displaying a "battery defective" message. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn(B)(4) is underway. The reported problem (battery pack not working in monitor) was confirmed. Upon investigation the battery was unable to charge and could not power up a test monitor. A root cause investigation is currently underway by the battery supplier. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.